Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, cracked display window and minor scratches on display window.

Event description:
The customer's mother reported a button error alarm on the insulin pump. The customer's blood glucose was 194 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.